Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. No pt injury was reported.